Event description:
It was reported that just after implant, capture thresholds increased from 1.1 v to 3.0 v. When the pocket was opened, the pulse generator was replaced, but the thresholds were still high. Therefore, the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.